Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post op, other complications, acute acromion fracture, post-surgical fracture.